Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had a cardiac event, received therapy and loss consciousness. It was noted that a loud pop was heard at this time. CPR was started until the ambulance arrived, at which time external defibrillation was administered and the patient was resuscitated from cardiac arrest. The patient was admitted into the ICU intubated and unconscious. The device was found in back-up vvi with hv therapy disabled, unable to be interrogated or restored. The patient later recovered and the device was explanted and replaced.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The cause of the reset could not be determined due to corruption of the device image. The device was tested on the bench as well as using automated test equipment, and the output transistors were noted to be damaged. The cause of the field event was due to a lead anomaly.